Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has had difficulty charging their ins. The patient also stated that she feels like her leads are "firing" even when the ins is off. There were no reported factors that could have led to this. The patient is meeting at the physician's office on (B)(6) 2018 to interrogate and troubleshoot the ins. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2019-jun-25. The rep indicated that the patient has an appointment coming up to make the healthcare professional (hcp) aware and discuss lead issues and replacement. Additional information was received from the rep on 2019-jul-17. The lead issues have been previously reported. The patient did have several falls. The device never worked great for them but are not sure if they are going ahead with replacement of leads or ins. They are currently in the decision making process. The leads will be sent back if they choose to have surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
**Due to a merging of files, please refer to regulatory report #3004209178-2018-26895 for previously reported information regarding to this event.** if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they met with the patient on (B)(6) 2018 and found multiple out of range electrodes. They stated that the patient had a fall on (B)(6) 2018. The rep was unable to determine if the electrodes were out prior to the fall at the time the patient reported the ¿firing.¿ they mentioned that the patient indicated they no longer feel the ¿firing¿ sensation, and that issue has been resolved. The rep stated that they were able to program around the out of range electrodes to provide stimulation to the patient¿s painful areas. The issue was reported to be resolved. No further complications were reported.